Manufacturer narrative:
The sodium electrode lot number is dbh with an expiration date of 27-dec-2025. The chloride electrode lot number is dbu with an expiration date of 01-nov-2025. A field service engineer (fse) determined that there was a missing component on the vacuum nozzle. The part was replaced and adjustments were performed. A complete inspection of the instrument was completed as well as an ion selective electrode calibration, 21-cup precision test, qc, and a carryover test, all passing. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode and chloride electrode results from the cobas pro ise analytical unit. Patient (B)(6) initial sodium result was 149 mmol/l, and the repeat result was 137 mmol/l. Patient (B)(6) initial sodium result was 155 mmol/l, and the repeat result was 139 mmol/l. Their initial chloride result was 114 mmol/l, and the repeat result was 99 mmol/l. Patient (B)(6) initial sodium result was 148 mmol/l, and the repeat result was 139 mmol/l. Patient (B)(6) initial sodium result was 152 mmol/l, and the repeat result was 143 mmol/l. Patient (B)(6) initial sodium result was 153 mmol/l, and the repeat result was 139 mmol/l. Their initial chloride result was 117 mmol/l, and the repeat result was 105 mmol/l. Patient (B)(6) initial sodium result was 152 mmol/l, and the repeat result was 140 mmol/l. The initial results were repeated because the doctor questioned them. The repeat results are deemed to be correct. It is unknown if the samples were repeated on a different analyzer or the same analyzer.

Manufacturer narrative:
The sodium electrode lot number is dbh55. The chloride electrode lot number is dbu36. The investigation determined that the service action resolved the issue.